Event description:
Follow up information received reported that the cause of the event was a low ins battery which had depleted normally. It was reported that the device was replaced on (B)(6) 2012 however, the manufacturer's device registry indicates that the ins was replaced on (B)(6) 2012. The replacement was considered successful. Further follow up information received on (B)(6) 2012 from the patient reported that they received assistance from their physician and their concerns were resolved.

Event description:
It was reported the patient could not adjust stimulation. The display showed "call your doctor" and elective replacement indicator (eri). The patient had an EKG and she forgot to turn the implantable neurostimulator off. The device "went wild" during the EKG. The stimulation "speed up and was too strong, uncomfortable." When the patient layed down she felt overstimulation. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 399930, lot# v099867, implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).